Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the following: the lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the sheath distal to the trifurcation boot consistent with friction to device can. The silicone insulation was not breached in this location. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.